Event description:
The report stated, that the patient had a right modified radical mastectomy and left total. They found 4 small burns on left breast and one on right breast. This was discovered during the use of the pencil. Bacitracin ointment was placed on all burns and tegaderm applied to left chest burns. No accessories were saved, all disposable parts were discarded.

Manufacturer narrative:
Date of initial report: 10/12/2007. Generator is currently being evaluated. When the investigation is complete a follow-up report will be sent.